Event description:
It was reported that during a saphenous vein graft stenting procedure, the filterwire was removed in an open state. The target lesion was located in the svg (saphenous vein graft) to the rca (right coronary artery). The filterwire was deployed successfully and the vessel was stented successfully. When retrieving filterwire with the removal sheath, wire would not go into removal sheath. It was reported that the wire was "bent". The filterwire and guide catheter were removed as a unit from the patient with the filter basket in an open state. Upon visual inspection, the distal wire tip appears to be wrapped around the nitinol loop. The procedure was completed with no patient complications. The facility reported that only the distal 10 cm of the wire would be returned. The facility cut the wire for unknown reasons and the remainder of the device was disposed.